Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d4 device manufacturer date general information: complaint: (B)(4). Information to the sample: model: perfusor space article number: 8713030 serial number/batch: (B)(6) software version: 688n030004 hours of operation: 3345 further information: n/a. Investigation results: history inspection: the device history files were read out and analyzed. The customer specified (B)(6) 2024 as the date of the incident. On (B)(6) 2024 at 15:34 an ops 50ml syringe was selected. The syringe was filled to approx. 43,8ml. Time set was 14hours and 58 minutes entered. The therapy was started with a flow rate of 3,35ml/h at 15:35. The hint syringe near empty alarm appeared at 4:28 (B)(6) 2024). The therapy was terminated by a syringe change at 4:33. The therapy therefore ran for 12 hours and 58 minutes. 43.24ml were infused in total. No abnormalities can be found in the device history files. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal on the lower housing were intact and undamaged. The device shows normal signs of use. No damage is visible. Functional inspection: a functional test was performed. The device passes the self-test. A ops 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0.61%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: the medication ran too fast, even though it was set correctly. It was started on (B)(6) 2024 around 11 am and was empty by 6 am, even though it was supposed to run for over 30 hours.